Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they met with their health care provider (hcp) on (B)(6) 2016 and everything seemed to be working okay. On the following day, the patient had no energy and they could barely move their body around. The patient changed the batteries in the patient programmer and eventually their symptoms go better. The patient wondered if the batteries could have contributed to the symptoms. The patient did not think their hcp changed any programming, but they were going to ask at their next appointment on (B)(6) 2016. The patient's indication for use is parkinson's dual and movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the patient reported that she was scared when the adverse events occurred. She changed the batteries in the device and it seemed to work better. After one hour she actually felt like she was getting strength back. She knew the batteries in the device had nothing to do with the one in her body, but it seemed to work and her strength returned.